Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an unusual noise coming from the centrimag motor was confirmed and reproduced. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was evaluated at the service depot. The motor was connected to a mock loop and ran at 5000 rpm. The motor cable was flexed throughout the entire length of the cable. While flexing at the midway point, the impeller was heard vibrating within the motor receptacle. When unflexed the pump ran smoothly as intended. After several seconds the console displayed a ¿motor alarm: m4¿ alarm. This test was repeated with a second console with the same result. The motor could not be repaired, and the customer requested the return of the motor for training/demo purposes. The motor was returned to the customer labeled as ¿not for human use¿. The root cause for the reported event was determined to be a damaged motor cable; however, a more conclusive root cause could not be determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. C) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag motor was sent for evaluation due to an unusual noise when it had a disposable attached to it and running.